Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. There were numerous hypotube kinks. Microscopic examination of the balloon revealed a 1.5 mm longitudinal tear in the balloon wall at the proximal end of the balloon at the proximal balloon cone transition. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 1.2 mm x 12 mm threader¿ balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient status was stable.